Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the device failed to charge and was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, pacer functional stress testing, charging and shock stress testing, and impedance testing, without duplicating the report. Review of the device activity logs did not show any evidence to support the customer's report the device was unable to pace or unable to charge defib at any time. Therefore, our investigation for this report was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.